Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers failed to detect on the communication bus. The field service engineer (fse) discovered that the network cable, which had been recently replaced, was plugged into the wrong port. The communication network line was reset to the correct port. The new cable, which had been green the previous week, was now blue and had a broken tip. The information technology (it) team replaced the faulty cable while running the hardware test application. The fse also replaced the keyboard cover, as it was missing letters. Finally, the fse confirmed proper device operation with the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es device was failed to detect on the communication bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.